Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor was unable to send transmission. Went over the troubleshooting but nothing worked. It seems that the patient was having telemetry problems. Check for any interference and to move monitor into another room. Had patient to grab a dry washcloth. The patient was referred to the clinic. The monitor remains in use. No patient complications have been reported as a result of this event. It was reported by the patient that no telemetry was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.